Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that plate and screws were removed successfully with a small delay of 10 minutes.

Manufacturer narrative:
Patient information not available for reporting. Date patient pain began is not known. This report is for an unknown quantity of unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter telephone not available for reporting. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of variable angle locking compression plate (va-lcp) olecranon plate on (B)(6) 2018, due to pain. During removal of the plate, the screwdriver would not disengage from the screwdriver handle and the screwdriver blade broke. Another screwdriver was used to successfully complete the procedure. It was unknown if there was a surgical delay. Patient outcome was not reported. This report will address the complaint about the va-lcp olecranon plate that was removed due to pain. The screwdriver blade and screwdriver handle have been captured under complaint number (B)(4). This report is for an unknown quantity of unknown screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient ID: (B)(6). Additional product codes: hrs, jds. The initial reporter is a health care professional. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that the blade did not break. This is report 2 of 8 for (B)(4).